Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited pauses in sensing in clinic. Improved intermittent sensing was noted when the clinician pressed on the device. Programming changes were performed. Intermittent undersensing was still observed. Sensing was worse with patient movement. No intervention reported. The patient was stable throughout.